Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start up. Review of the system log file revealed several errors related to the gcs software. Upon troubleshooting fse found that the components of the system were not communicating effectively. To resolve the issue, fse reloaded the software on the suite pc, restore the backup and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.